Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(4); batch: 7085362.

Event description:
It was reported that the patient had lead migration, and had multiple reprogrammings to recapture coverage. The patient underwent leads replacement procedure, and explanted percutaneous leads were kept by medical facility.